Event description:
During an implant procedure, a cardiac perforation of the anterior right ventricle was suspected due to the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.